Event description:
It was reported that the tip broke off of the depth gauge. Tip was not retained by patient. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . Visual examination of the returned product identified the shaft to be fractured at the base of the depth gage. The fractured piece is bent. Scratching and discoloration were observed around the etching and handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.